Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure for an unknown reason. The explanted device will not be returned. No further information could be obtained despite good faith efforts.